Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the he had two reservoir issues that resulted in high blood glucose. Customer was sent two replacements but both had air bubbles. Customer's blood glucose was 374 mg/dl at the time of the incident. Customer had a lot of tiny bubbles in the reservoir. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was not stored at room temperature. Customer was advised that cold insulin can cause air bubbles in the reservoir. Customer was advised to change the infusion set and try insulin at room temperature.